Event description:
It was reported that when trying to do a magnet test, removing the head off several times the device went to vvi 65 ppm (paces per minute) operation. The clinician couldn't change the mode back. The caller noted the patient has little skin tissue between the device and the programming head. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.